Event description:
This unsolicited device case was received from united states on (B)(6) 2014 from a health professional (other). This case concerns a pt who developed pain and swelling in the injected knee and knee infusion after receiving treatment with synvisc injection. No medical history, past drugs, other concomitant medication or concurrent conditions were reported. On an unspecified date, the pt initiated treatment with synvisc injection (dose, frequency route, batch/lot number and expiration date unk) for an unk indication into knee (unspecified at the time or report). On (B)(6) 2014, pt received third injection of synvisc series. On (B)(6) 2014, pt complained of pain and swelling in injected knee. The same day, pt was presented to practice and 130ml of fluid was aspirated from his affected knee and pt was given articular corticosteroids (unspecified). The following day, pt returned to his work and pt was reportedly doing well. Outcome: unk. A pharmaceutical tech complaint (ptc) was initiated and conclusion was pending for the same. Serious assessment: required intervention.